Event description:
Caller reports the patient tested 5.3 inr and 5.3 inr on the coaguchek s system during duplicate testing and 3.4 inr on a comparison lab. Medications were adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement sent.